Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9735859, serial/lot #: unkown. The manufacturer representative went to the site to test the navigation system. It reported issue was confirmed and the bulkhead connector was replaced. After replacement the system connects to electronic picture archiving and communication systems (pacs). The connector was returned to the manufacture for evaluation. After visual/physical examination the reported issue was confirmed. One side wall of the returned connector had been broken out with bent and broken contacts inside the connector. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the port to "download data" was bent. Technical services thinks that this is a damaged bulkhead. No patient was present at the time of the event. Additional information was received stating that the port was not still usable, and to the sites knowledge, there was no other port that had the same function that was currently usable.